Event description:
The customer returned the endoeye flex 3d deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the lens adhesive on the charge coupled device cover was peeling off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the charge coupled device cover lens glue peeling off, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.